Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, while using the neuron max as a sheath, the physician advanced two microcatheters from another manufacturer through the neuron max without experiencing any resistance. The physician then noticed that the external hub on the neuron max became disconnected and blood started leaking. Therefore, the broken neuron max and microcatheters were removed from the patient and the procedure was completed using a new neuron max. The patient was in good health. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was fractured right by the hub, approximately 79.5 cm from the distal tip. Conclusions: evaluation of the returned device confirmed that the hub of the neuron max was fractured. This type of damage typically occurs due to improper handling during use. If extreme force is applied at an angle to the proximal end of the catheter shaft during use, damage such as this may occur. The non-penumbra microcatheters mentioned in the complaint were not returned for evaluation. All penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.